Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to dismantling of the glénosphère on (B)(6) 2025. The implantation date was on (B)(6) 2025. The surgeon's hypothesis is an initial impaction defect due to poor intraoperative exposure.a cup and a glenosphere were explanted. A cup and a glenosphere were implanted.